Event description:
A field svc engineer reported a pump that alarms at startup. This occurred during bio-med testing. It is unknown whether any pt injury or medical intervention was necessary according to the hosp rep. No add'l info is available.